Manufacturer narrative:
(B)(4). Reference manufacturer number (B)(4) for a second device used in the same case.

Event description:
According to the reporter: during a laparoscopic preperitoneal inguinal hernia repair procedure, the user attempted to use the device. Attempted to insert the syringe for inflation, but felt as if it was broken when inserted and the balloon would not inflate. No reported patient injury.

Manufacturer narrative:
(B)(4). A second device was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The blunt tip trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.